Manufacturer narrative:
B3: event date is unknown analysis information pli# 10 product ID# 97714 analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt indicated that the 'batteries in the generator will no charge'. Caller did not have further information. Agent reviewed overdishcarge possibility and reviewed options for scanning the pt's lower back. Caller will elect to have pt call pats to further gather info and agent reviewed that the pt's doctor will potentially need to be involved whether that is to recover the ins or to fill out MRI elig form. Caller states the verbiage regarding mris for the ins was not clear on the website--caller could not refer to exactly what verbiage and/or what document/webpage he was confused or not clear on.